Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and sclerotic altered leaflets. It was noted imaging was difficult due to artifacts in echo. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 2. To treat a remaining jet lateral to the implanted clip, an xt clip was inserted. Grasping was noted to be difficult due to the poor imaging. After several grasping attempts, a small defect was observed on the anterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported poor imaging is due to procedural conditions. The reported tissue injury appears to be a cascading event of the positioning failure. Additionally, tissue injury is listed in the IFU as a known possible complication associated with the mitraclip procedure. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.